Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified right coronary artery. It took longer to deflate the balloon than it should have resulting in negative pressure being applied a few times to fully deflate the balloon. The balloon was able to be removed without issue. Additionally, the distal shaft separated sometime post procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis, shaft separation was confirmed. Slow deflation could not be tested due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.